Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with cracked case at the display window corners and reservoir tube, scratched screen, and broken battery tube threads.